Event description:
As reported by the user facility: date of occurrence unk, but occurred 2 times with each pump with different chemo medications. Pumps are not in use presently. Event: underinfusion; for example if 250ml is set to infuse in 2 hrs, it will be observed that a 1 hour only 20mls has been infused. This is with a straight line set, no secondary set in use. No alarming of the pump. Pumps were checked out by their external biomed liaison, and was unable to reproduce, but pumps not being used. No patient injury. (Note: event #2 MDR (B)(4)).

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).